Manufacturer narrative:
Device evaluated by MFR: a 3.50 x 20mm synergy ous mr stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the entire length with struts in mid to distal region expanded and pulled distally, stent struts in proximal region lifted and pulled distally and stent struts in the mid section stent region flattened. The crimped stent od (outer diameter) at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed, and crystalized substance was observed inside balloon cones. It appeared as if positive pressure was partially applied. A visual and microscopic examination of the tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found kinks on several locations of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on balloon. A 3.50 x 20 synergy ii drug eluting stent was used for treatment, but while removing the stent in the probe, it loosened. The procedure was completed and no patient complications resulted in relation to this event.

Event description:
It was reported that stent moved on balloon. A 3.50 x 20 synergy ii drug eluting stent was used for treatment, but while removing the stent in the probe, it loosened. The procedure was completed and no patient complications resulted in relation to this event.